Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the oxygenation of a hls module was low. As stated by the customer the patient was treated for covid-19. Further propofol was administered beginning of treatment. As stated by the getinge medical affairs team and in reference to the literature [1] covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. The increased risk of thrombosis and coagulopathy in ECMO patients is a result of a combination of processes driven by the disease occurring in synergy with the effect of the extracorporeal circuit on the coagulation system. Based on this a probable root cause was determined as coagulation of the whole membrane which leads to an extension of the diffusion path lowering the oxygenating performance. With reference to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # 1468452, v26) and in consultation with the manager medical affairs the following events can contribute to coagulation: -air remains in or enters the circuit -hemostasis -too low anticoagulation -too low act level, effect of heparin is too limited -protamine sulfate enters the hls set -administration of substitution of congealable substance such as platelets -(consumption) coagulopathy -thrombozytopenia the production records of the affected hls module and set were reviewed on 2021-06-22. Following tests are performed according as a 100 % inspection: ¿ leak test after welding ¿ pressure test heat exchanger ¿ leak test water side ¿ leak and flow test gas side ¿ pressure test blood side ¿ coating test according to the final test results, all oxygenators passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Reference: [1] yusuff h, zochios v, brodie d. Thrombosis and coagulopathy in covid-19 patients requiring extracorporeal membrane oxygenation. Asaio j. 2020;66(8):844-846. Doi:10.1097/mat.0000000000001208 h3 other text : 4117

Manufacturer narrative:
Patient data was requested but not yet received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The following was reported by the customer: "she informed me that shes had a post covid-19 patient in ecls since january 26th 2021. She indicated that the hls has had to be changed twice during that time secondary to a low post membrane po2. The delta p has been stable at 40 with no indication of failure secondary to clot. She said the patient is on 100% fio2 at 11 lpm. She said the post membrane po2 will bounce around from 40-120. She also indicated the patient was given propofol early in the run, but no since the second change out. No other lipid based medications given. They are not planning to proactively change the current hls set unless absolutely necessary based on how the patient presents. Currently tolerating spo2 in mid-80s. " complaint ID: (B)(4).